Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 95% stenotic, 12 mm in length and was located in the right coronary artery (rca). The physician used a 6fr mpa guide catheter, whisper guide wire and a 6fr introducer sheath to access the lesion. Prior to atherectomy, a temporary pacemaker was introduced into the patient to assist during the procedure. The whisper guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed one run at low speed for 20 seconds, but post-atherectomy angiography revealed a perforation in the rca. A balloon was advanced across the perforation and inflated multiple times to resolve the perforation. An echocardiogram confirmed that the perforation was resolved and no pericardial effusion was observed. The patient was transferred to the ICU for monitoring and eventually transported to the orlando regional medical center via ambulance. The following day, additional interventional procedures were performed on the patient. Two days following the procedures, the patient expired at the orlando regional medical center. The cause of death is unknown and it could not be determined whether or not the perforation caused or contributed to the patient death.

Manufacturer narrative:
(B)(4).